Manufacturer narrative:
This is a bilateral patient that still has their right tmj implants in place. The surgeon reported that at the time of the explant surgery the components were well-fixed and in their original position. The explanted components were evaluated and showed no signs of mechanical device failure.

Event description:
The patient developed post-operative myofascial pain and the surgeon elected to remove the left mandibular and fossa components.